Event description:
On 18-dec-2024, procept biorobotics corporation (procept) became aware of a presentation titled ¿initial experience of transurethral prostate resection using aquabeam at our institution¿, which was presented at the congress of the japanese society of endourology and robotics (jser) in november 2024. From (B)(6) 2023 to (B)(6) 2024, (B)(6) patients diagnosed with bph who underwent aquablation at the institution were retrospectively analyzed. Postoperative evaluations were conducted at 1 month, 3 months, 6 months, and 1 year. It was noted in the presentation that three (B)(6) patients who underwent aquablation experienced bladder tamponade requiring hemostasis at an unspecified date post-aquablation therapy. No malfunction of the aquabeam robotic system was reported. The presentation indicated that aquablation is an effective and safe treatment for large prostate glands associated with benign prostatic hyperplasia. This is report 2 of 3.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the aquabeam robotic system's treatment log files was unable to be conducted as the procedure number and procedure date are unknown. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0107-00, japan, english, rev. A was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: o bleeding. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). ¿ balloon catheter in bladder with bladder neck traction. ¿ balloon catheter in prostatic fossa: o inflate balloon with 5cc in the bladder. O under trus guidance retract balloon into prostatic fossa. O inflate balloon to 30-50% of initial prostate volume. O apply mild traction on the catheter to hold the balloon catheter in place. ¿ balloon catheter in bladder, no traction. Note: considerations for cautery: - start at the bladder neck. - perform focal cautery at sources of bleeding. Sources of bleeding may be covered up by residual tissue ablated by the waterjet ("fluffy tissue"). In order to check. For all sources of bleeding, first use the loop to remove fluffy tissue. - turn off irrigation and inspect for sources of bleeding under normal blood pressure. C. Start cbi per hospital protocol. Do not allow irrigation fluid bags to become empty. Monitor effluent color. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.